Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis; cause was not provided. A blood glucose level was not provided. Customer was discharged (B)(6) 2024 and continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.